Manufacturer narrative:
The physician decided check the lead via fluoroscopy, which revealed that the lead had pulled back to right atrium. The physician did not make any comments or concerns that the lead was causing the arrhythmias. The patient then (with lead pulled back) went into another vt at a rate of 250 bpm. The physician then reconnected the old pace/sense terminal to the device header. The field representative delivered a shock through the device, which converted the vt. The physician checked the patient's vitals and there was no pulse, but there was good device capture. The physician began chest compressions and a code was called. The hospital staff came in, patient went into another vt and the field representative delivered another 41j shock from the device, which converted the vt. Again, appropriate capture was observed through the device, evident by the EKG monitor. At that point, the medical staff did what they could to maintain a pulse through administering medications. The physician closed the pocket and pulled out the competitor pace/sense lead. The patient was transferred to the ICU with a pulse and in stable condition. The physician requested that the field representative come back the following morning to perform a post-operative check. That next morning, the field representative was notified that the patient expired that evening. The field representative was unaware of any information about the patient's death. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital one week prior with noise on the pace/sense portion of the right ventricular (rv) lead. It was believed that the device may be oversensing atrial fibrillation (af). The electrophysiolist reviewed strips and made the decision to implant a new pace/sense rv lead. However because the patient was completely occluded on the left side, the physician chose a longer competitor rv pace/sense lead to implant on the right side and tunnel over to the left and connect to the device. During placement of new pace/sense lead, the patient went into a slow ventricular tachycardia (vt) at a rate of 120 bpm. The field representative delivered anti-tachycardia pacing (atp) 3 different times and the arrhythmia terminated. The patient then went into a faster vt after new pace/sense lead was placed. Atp was delivered and unsuccessful; however, the arrhythmia spontaneously broke on its own. The physician connected the new lead to the device, but r-waves were small.